Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a pacemaker for treatment for congenital complete heart block. The patient had a ventricular tachycardia/ventricular fibrillation episode and external defibrillation was administered. After defibrillation, the pacemaker failed to pace and the patient passed.

Manufacturer narrative:
The reported field event of loss of pacing was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.